Manufacturer narrative:
Based on the info provided, it cannot be determined that either the alleged infection or the "defective granulation tissue formation" are related to v.a.c. Therapy. Kci has not been able to obtain sufficient info to establish a root cause.

Event description:
On (B)(6) 2013, the following info was reported to kci by the (B)(4) representative: at the 41st annual meeting of the (B)(4) for acute medicine, the physician reported that the patient had an infection and "defective granulation tissue formation" while on v.a.c. Therapy. No add'l info is available. Since the unit's type or serial number was not provided, kci cannot conduct a device eval of the unit. Kci has not been able to obtain sufficient info. No add'l info is available.